Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj) and universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed and replicated the error. Logs showed error 32056 indicating that the axes controller arm (aca) in the usm failed to initialize an i2c device. When the usm was installed on a patient fixture test platform (pftp), the usm adaptive gain control (agc) current test failed on degree-of-freedom 3. Further testing verified that the pitch search light was the source of the failure. The distal set up joint (suj) has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed that error 32056 was present in the logs, which indicates a failure to initialize an i2c device, but the issue could not be reproduced during in-house testing. Visual inspection found no damage or abnormalities related to the event. When the distal suj was installed on a known-good "golden" system, it operated normally with no errors. The suj also passed all applicable tests during distal testing on a pftp.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that they encountered a recoverable error code 32056 on arm 1. Tse reviewed the system logs and confirmed the presence of the 32056 error. Tse then walked the user through a hard power cycle, but the error persisted and was not resolved. The user indicated they would proceed by operating the system in a 3 arm configuration or by switching to another available dv system. No known impact or patient consequence was reported.